Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and was investigated to confirm the difficulty in balloon deflation. A review of the electronic lot history record (elhr) for the manufacturing of the reported lot revealed no associated nonconforming material records (ncmr's) related to difficulties deflating the balloon. A query of the complaint handling database for the reported lot revealed two similar incidents of balloon deflation issues. Based on a related records review, this event is possibly related to manufacturing. Further assessment of this issue per site operating procedures is being performed. The performance of these devices will continue to be monitored. In addition one unused, sterile armada 35 device with the same part and lot number as the used device was returned for evaluation. Functional testing was performed and the device passed with acceptable results. No manufacturing or abnormal observations were detected on the unused, sterile device.

Event description:
It was reported that during a procedure to treat a lesion in the superficial femoral artery with heavy tortuosity and mild calcification, a 5.0x40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced to the target lesion. During balloon angioplasty, the armada 35 pta balloon was inflated without issue; however, the balloon did not deflate correctly. After re-inflating the balloon and then deflating the balloon, the armada 35 pta catheter was able to be removed from the patient anatomy without resistance. Reportedly, the armada 35 pta catheter successfully treated the target lesion prior to the deflation issue. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.